Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 320, 500, and 110 mg/dl when all tests were performed 1 minute apart on the advantage system. Reporter stated he self treated with sugar water as a result of the comparison. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.